Manufacturer narrative:
Date of submission: 28-august-2018. Device evaluation: the device has been returned and evaluated by product analysis with the following findings: during investigation, the original complaint of a cloudy display issue was unable to be duplicated. Unrelated to the original complaint, investigation found the display to be dim and pink. It was further found that the battery compartment was cracked below and above the grip pad. There was a battery compartment leak with evidence of moisture and corrosion in the battery compartment only. No other parts of the pump were found to have moisture.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (cloudy) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.